Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (20240823_111957) for review that showed events spanning approximately 2 days (22aug2024 - 23aug2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active from 22aug2024 at 17:59:37 ¿ 23aug2024 at 11:13:43. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the system controller was exchanged, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged.

Event description:
It was reported that patient came into clinic with their system controller alarming and the yellow wrench displaying. The controller screen displayed backup battery fault. Patient's backup battery was ensured connected fully and reseated. The controller still displayed the same alarms. The backup battery was replaced, the alarmed persisted. Log file recorded a backup battery fault event at (B)(6) 2024. This event appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.